Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, while creating the pouch on the stomach, there was a crunching during the 2nd and 3rd strokes and it was difficult to squeeze the device. When the device was removed, the pouch side was intact and on the last third of the remnant side, there were no staples. The device cut, however, did not staple part of the staple line. The cartridge appears to have fallen apart as well. Pieces of the blue cartridge fell into the patients which were removed using a grasper. The surgeon over sewed the staple line. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Cartridge. One long60a device was returned in good visual conditions and with a blue cartridge present. The reload was received fully fired and with the pan dislodged. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.